Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays circuit fault and transducer fault alarms. The customer reported the unit was giving low tidal volumes and auto-triggering. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during patient use, the customer reported the patient was placed on another ventilator. The customer reported no patient consequence is associated with the event.